Event description:
It was reported that the device was returned to the manufacturer after being removed and replaced for normal battery depletion. The device subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary the device was returned and analyzed. There was an opening in the anode separator enclosure and lithium deposition at the separator opening and near the cathode tab. Based on this analysis, the battery and device were included in CAPA (B)(4). A review of the performance data stored in the device's battery voltage data showed the unit had an abrupt voltage drop from about 3.06 volts to 2.6 volts over about a 2.5 month period prior to device explant. (B)(4).